Event description:
It was reported that a malfunction alarm occurred. Reportedly, the patient would use a backup pump for insulin delivery. There was no adverse impact to customer's blood glucose level.